Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 36 mg/dl. The customer was treated for the low blood glucose with a juice and peanut butter. The customer stated that their insulin pump is damaged, but did not want to troubleshoot the issue. A replacement insulin pump was sent to the customer.